Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported a tear in the black power lead on the system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Visual inspection confirmed a tear in the black power lead, which appeared to be a result of a broken strain relief. Further investigation revealed that several internal conductors were found to be severed and the +12 volts clear conductor appeared to be charred. The broken strain relief is currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.